Event description:
It was reported that the customer had issues with the reservoirs. Customer stated that their blood glucose level have been higher. Customer's blood glucose level was reported as 160 mg/dl and 407 mg/dl. Air bubbles were approximately ¼ inch in size. Customer stated that the pump was not rewound with a reservoir in place. Customer has changed the infusion set. Customer stated that the air bubbles don't appear to come until a day and a half later. Customer was given instructions on how to avoid having air bubbles. Reservoirs will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.